Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter was splitting. There was no report of patient impact. The following information was provided by the initial reporter: "several nurses have reported problems with our IV catheters. They said they have been sticking. A couple of nurses also mentioned the catheter shreading.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter was splitting. There was no report of patient impact. The following information was provided by the initial reporter: "several nurses have reported problems with our IV catheters. They said they have been sticking. A couple of nurses also mentioned the catheter shreading.